Event description:
It was found that the retractable head section would not extend due to a bent telescoping tube assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.